Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. No button error alarms were noted. The pump was received with broken battery tube threads, minor scratches on the lcd window, and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that pieces broke off the battery compartment. Customer also reported that the act button responded intermittently. Customer was advised that insulin pump would need to be replaced.